Manufacturer narrative:
Device will not be returned for evaluation. If additional information becomes available, it will be provided on a supplemental report. Device discarded.

Event description:
It was reported that the patient underwent a revision surgery due to an infection in the shoulder. The baseplate was removed and an antibiotic spacer was implanted. The surgeon plans to go back in to do another reverse shoulder arthroplasty when the infection is cleared.